Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0un7z, implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was not getting symptom relief. The patient indicated that they were still leaking pretty bad and has "never been able to get it right" since implant. According to the caller when stimulation is set to where it is helpful it is too high to be comfortable. Additionally, the patient indicated that "the little wires in [their] body tend to move quite a bit really bad especially if [they] ramp the program up too much." The patient then confirmed that this also had been occurring since implant. The patient went on to reported that they fell "last (B)(6) it was a real bad one and [they] had one a couple of months ago, (B)(6) or (B)(6) when [they] passed out in the kitchen and fell backwards twice so [they] had to go to the hospital." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Correction, patient code (B)(6) should have been included in the first supplemental report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined additional information. On (B)(6) the patient went to the emergency room due to a recurring problem with severe ulcerative colitis and as a result the patient was admitted from (B)(6) to (B)(6). While in the hospital the patient tried to reprogram the stimulator due to some pain, which the patient indicated that they always had associated with the ins. The patient indicated that the device came on for a few seconds and then permanently went off, the patient appeared to be talking about the patient programmer (pp) due to the report that the patient ordered a new one which would be programmed on (B)(6). The patient then reported that they had never had a completely "pain free" experience and thought that due to multiple colonoscopies in the hospital the device may have moved, but the patient was not sure and indicated that they always feel it. The patient finally indicated that the issue was not resolved at the time of this report. There were no further complication reported or anticipated.